Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the cup pick up assembly was returned for evaluation. Visual inspection was performed on the instrument which found the z-axis movement was sticking at the slide assembly. The z-axis motor/gearbox was separated from the slide assembly and functional testing found the z-axis motor gearbox to be rough causing the jams. The reported problem was duplicated. The part failed testing. Evaluation codes: method: 4190-historical data analysis; 10-testing of actual/suspected device; results: 180-mechanical problem identified; conclusion: 4307-cause traced to component failure. The most probable cause of the reported event was due to a bad z-axis motor gearbox..

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported issue. During servicing, fse confirmed the error in the error log. Fse visually examined the instrument and found that the c trans mechanism z-drive mechanical linkage was worn out and binding. Fse replaced the cup transfer assembly and verified that the cup transfer test with 20 replicate samples without any issues. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-sept-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4151] c.trans-z home detect error: cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the 4151 c-trans z-home detect error has not yet been determined. The investigation is in progress.

Event description:
A customer reported 4151 c trans-z home detect error messages with the aia-900 instrument. The customer reported that the error aborted the run. Technical support instructed the customer to perform an "all set home" but the error reoccurred. The customer checked the waste but it was not full or backed up. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.